Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. D4: no UDI available due to no list or lot number provided. Additional contact: (B)(6).

Event description:
He complaint/event involved an unspecified transpac IV device that reportedly generated erroneous/faulty high-pressure readings. The doctor had to administrate multiple types of medication to try to lower the arterial pressure of the patient (medications used: "nitro", labetalol, esmolol). The real femoral arterial pressure was 42mmhg. All medication was used to lower the blood pressure was stopped, and a vasopressor was started (levothed) to increase patient's blood pressure. The device was changed out and recalibrated. There was a delay in therapy, but ho harm to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. Lot history review could not be conducted because no lot number(s) was/were identified.